Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis following the procedure. During the procedure approximately 64 ablations were applied across the pulmonary veins and the posterior wall. The ablations to the posterior wall are considered off label as the catheter is only indicated for ablations to the pulmonary veins. The patient passed dark urine so they were admitted to the hospital for overnight observation and fluids were administered. The patient was discharged the day after the procedure and is considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.